Manufacturer narrative:
The report event of break/high impedance was confirmed. Analysis of the return lead found a kink/fracture on the outer tubing where all internal wires were broken, followed by a cam impression mark. The fracture was consistent with an overstress condition or sudden event the lead may have been subjected to while still in vivo.

Manufacturer narrative:
Date of event is unknown. During processing of this incident, attempts were made to obtain complete event information.

Event description:
It was reported that the patient experienced ineffective stimulation. Diagnostic revealed high impedance on all contacts. Reprogramming was not possible. As such, surgical intervention took place on (B)(6) 2021 wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was confirmed post operatively.